Manufacturer narrative:
This complaint event was found to be a duplicate of the event previously reported under MDR number 0001313525-2017-02583.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
Surgeon reported that a capsule bag break occurred during lens insertion. Additional information has been requested but not received.